Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay custom system). The relay custom system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"Failed relay delivery. On the (B)(6) 2015, a scheduled surgery for an a dissection previously operated on with a straight ascending graft. A tapered relay plus 38-250-30 custom graft with a proximal fenestration for the left subclavian was used. After securing the access from the right femoral artery and the left axillary artery, the graft was advanced to the level of the visceral arteries. The inner sheath was advanced placing the top of the stentgraft at the level of the left common carotid, and the fenestration at the level of the left subclavian, checked with angio from the left subclavian. The relay ds was engaged into position 2 and the top of the graft was exposed just passed the fenestration. The friction for delivering the graft was somewhat increased compared to normal, but since I have encountered similar cases with increased friction I was not alarmed in any way. The fenestration was engaged with a guide wire from the left subclavian, and a 10x40 balloon was placed in the fenestration, inflated and gently pulled into the subclavian ostium to correct any angular misalignment. When satisfied with the graft position, the rest of the graft was intended to be placed by rapidly pulling back the inner sheath. This was interrupted by an increasing friction, and when about half of the graft was exposed, the connection between the pullback handle and the inner sheath broke. At this point, the aorta was blocked and the pressure rose. I decided to release the top cap and. Try to hold the top of the graft with a cook coda balloon, and bull back the inner sheath that was still constraining about half of the graft, by pulling on the delivery handle. This only resulted in pulling the whole graft distally so that the undelivered part of the graft was below the visceral arteries. An angiogram shoved filling of the sma and celiac trunk and no filling distally. Urinary output was stopped and the patient got increasing acidosis. A temporary shunt between the left axillary introducer and the right femoral artery was established, and through an upper midline incision the supraceliac aorta was exposed. The proximal aorta was occluded with a balloon and just above the celiac a clamp was placed across the aorta and the delivery system. The aorta was opened with a longitudinal incision and the graft was cut between two stents and the longitudinal nitinol wire was cut with pliers. The proximal part of the delivery system could then be retracted through the access in the femoral artery, and the puncture closed by tightening the proglide suture. The patient was rapidly normalized in acid/base status and urinary output reestablished. A new access was established and new grafts was delivered, covering the left subclavian. Postop course was uneventful."